Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump kept rebooting without user intervention. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/19/2013 with the following findings: during investigation, the black box and history was not able to be downloaded. The pump did not power on. The battery compartment was found to be corroded. No cracks were observed in battery compartment or battery cap and no evidence of corrosion was found on the cap. The threads on both the compartment and cap were intact. The battery cap was able to fully tighten to the pump. The battery cap height and width measurements were found to be within specifications. The pump passed the leak test. During evaluation, the corrosion was cleaned from battery compartment and the black box and history were able to download. The pump powered up pump and the pump rewind, load, and prime steps were performed with no loss of power. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.